Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. Fluid diverted through the tear upon manual rotation of the ratchet gear. Although the cannula was damaged, the timing and cause of the damage are unknown. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to 20 mmol/l (360 mg/dl). The pod was reportedly leaking while worn on the patient's hip/buttocks for longer than 48 hours. The pod was removed. The patient provided no further information on the treatment.